Event description:
On 05/26/09, maquet sr clinical education specialist was notified that a pt had a co2 embolism. The harvester was performing a vein harvesting procedure on the leg and thought she had a hole in the saphenous vein. The pt had arrhythmia and hypotension then had to be placed on bypass. The surgeon told the harvester to turn on the gas. The pt's right atrium filled with air thru venous cannula. She went ahead and completed the dissection without co2. Once the harvester removed the vein, she saw that there was a significant hole in the vein. The pt is doing fine neuro intact still on ventilation. Maquet rep stated the surgeon and the harvester thought the embolism was unrelated to any product malfunction. Thought it was surgical technique. Co gas rate was 5 l/min and pressure was 12 mm hg per IFU recommendations. Three days later: maquet sr clinical education specialist followed-up with account stating, "the harvester says that he is aware that this a rare occurence and that it was a "technical" issue and not a "device malfunction". Pt is doing great, off the ventilator, up and alert."

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem.